Event description:
This pt is a male. This pt is extremely obese and has a past medical history of high cholesterol and smoking. The only medication he was on at admission was aspirin. He was admitted to the hosp with an acute lateral wall mi. His ECG showed sinus rhythm, 97 bpm, blood pressure of 111/75, cardiac enzymes were all elevated: ck <2times above uln, ck-mb <2 times above uln, troponin >/=5 times above uln, and his creatinine was 10.62. Patient was taken to the cath lab between 6 hours and <12 hours post onset of symptoms. Medications given prior to the start of the procedure are unknown. Angiography revealed that the native proximal circumflex artery (lcx) had a 2.5mm x 28mm lesion with an unknown % of stenosis. This class a, de novo lesion was readily accessible in the proximal segment, absent of thrombus, and had timi ii flow prior to pci, and timi iii post pci. A 7fr guiding catheter was placed and a 3.5mm x 20mm balloon was introduced to pre-dilate the vessel using 12 atms pressure. A 28mm x 3.5mm cypher select stent was deployed with 12 atms pressure with satisfactory results. No post dilation was required. Patient was discharged home the next day without complaints and on a daily medication regimen of aspirin, plavix, oral anti-diabetics, statins, ace inhibitors, beta-blockers, and other lipid lowering drugs. One month after discharge, the pt had a cardiac arrest at home and was pronounced dead at the hosp. No autopsy was performed. Event was severe and fatal. Additional details regarding this event are not available.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.